Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as a rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician approved the patient to remove the vest for about 4 hours a day for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable